Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. The failure is due to an unrepairable electrical connection failure causing the intermittent image. Additional part used: glidescope avl monitor; catalog: 0570-0314; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the picture flickers and is distorted when the baton's flexible tube is moved. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.